Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for a possible infection.

Manufacturer narrative:
The reported event could be confirmed based on review of CT imaging taken before and after revision. Upon further investigation of the CT scans by healthcare professionals the following was observed, "there are some small cysts around the pegs of the tibial component, but loosening cannot be confirmed. No migration visible. The pe cannot be assessed directly, but there are no clear signs of breakage or dislocation visible. The talar component does show radiolucence and small cysts anteriorly especially around the pegs. Loosening can be assumed, here. Migration is not clearly visible. Case (B)(4) bone cement at the site of the former ankle joint/tar. No further comments regarding the implants possible." Based on investigation, the root cause was attributed to a patient-factors related issue. The patient developed an infection which led to osseointegration issues in the form of radiolucence and cysts. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient underwent a revision procedure for infection and subsidence of talar component. The patient had a cement spacer implanted.